Event description:
The physician was performing a ureteroscopy. The physician was also using an mr-6 scope and a laser device. A small piece of the coating of the guidewire was observed in the ureter. When the guidewire was removed, they observed some cracking and flaking of the coating on the guidewire. The piece was flushed out of the pt. There is no injury or adverse effect to the pt.